Event description:
The patient reportedly experienced non auditory stimulation. Programming adjustments were made, and this did not resolve the issue. The patient reportedly experienced pulsing sensation at the implant site. A CT scan was performed which showed that the electrode array was coiled upon itself. The patient's device was explanted. The patient was reimplanted with another advance bionics cochlear implant.